Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hypoglycemia with glucose reported in the 40s following a recent factory reset of the ilet system and treated the low with oral carbohydrates, with glucose later at 81 mg/dl. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of oral glucose intake. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, and the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.